Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges would not fit properly on the pump. Customer's blood glucose level was 260 mg/dl. Reportedly, the customer was able to load a cartridge and complete the load process. The customer indicated that a bolus would be administered.